Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During testing, it was found that the mixing pump is not pulling the proper amount of water from the circulation tank and pumping it into the chiller tank was confirmed. Mixing pump assembly was replaced. Mixing pump bearings are bad. Mixing pump assembly was replaced. The coin cell in the control panel was replaced due to age. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device appeared to be rewarming patient instead of cooling. Device alerted background. Nurse confirmed alert 113 reduced water temperature control. Patient temperature was 36.2c, target temperature was 36c, water temperature was 35c system diagnostics were outlet monitor temperature (t1) was 35c, outlet control temperature (t2) was 35c, inlet temperature (t3) was 35.1c, chiller temperature (t4) was 4c, water flow rate was 2.4 lpm, inlet pressure was -7.1 psi, circulation pump command was 58 percent, mixing pump command was 100 percent, water reservoir level was 5, system hours was 8825.9, pump hours was 8404.7. Mis advised to send to biomed with alert 113 noted. They have another device available. Mis walked through setting up new device. Per communication with tech support and biomed on 23jan2023, the device was having issues with the mixing pump, device appeared to be overfilled and after draining and refilling the mixing pump did not fill the chiller tank. Device coming in for service. No patient injury was reported. Per sample evaluation results received on 07feb2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the mixing pump bearings were bad. It was noted that the mixing pump assembly was replaced.

Event description:
It was reported that the arctic sun device appeared to be rewarming patient instead of cooling. Device alerted background. Nurse confirmed alert 113 reduced water temperature control. Patient temperature was 36.2c, target temperature was 36c, water temperature was 35c system diagnostics were outlet monitor temperature (t1) was 35c, outlet control temperature (t2) was 35c, inlet temperature (t3) was 35.1c, chiller temperature (t4) was 4c, water flow rate was 2.4 lpm, inlet pressure was -7.1 psi, circulation pump command was 58 percent, mixing pump command was 100 percent, water reservoir level was 5, system hours was 8825.9, pump hours was 8404.7. Mis advised to send to biomed with alert 113 noted. They have another device available. Mis walked through setting up new device. Per communication with tech support and biomed on (B)(6)2023 , the device was having issues with the mixing pump, device appeared to be overfilled and after draining and refilling the mixing pump did not fill the chiller tank. Device coming in for service. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.